Event description:
Customer tested blood glucose at 7am and received a result of 168mg/dl. At 10am the customer was having low blood symptoms, sweaty, dizzy, slurred speech, and lethargic. Paramedics were called and they received a result of 42mg/dl. The customer was given an IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.